Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a photo was received and evaluated showing defect. (B)(4) samples from the same lot were visually inspected and evaluated for IV needle retraction showing no defect. Actual device was not received and evaluated. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6067722 . Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set when pushed the needle retracted as normal but was still able to be moved so that it was outside safety device. No serious injury or medical intervention reported.